Event description:
The manufacturer received information alleging the device failed the final test during testing, the speaker voltage measurement not reaching parameters. There was no harm or injury reported. Quote for onsite service provided but rejected by customer. Customer wants to do their own repair.